Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he changed his infusion set at night and then woke up in the morning with blood glucose of 500+mg/dl. Troubleshooting was done for high blood glucose. Customer's blood glucose was 110 mg/dl at time of call. Troubleshooting found that the customer's cannula was bent and this led to high blood glucose. Customer declined any further troubleshooting and was advised to change set, reservoir and insulin and treat per doctor's instruction.